Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical product was leaking air. There was no patient injury reported. There were no adverse events reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Visual and functional tests were performed. One device and four pictures were returned for investigation. Physical evaluation of the device showed a bite mark in the inflation line. Inflation line damage was observed in photo 1 and photo 2; the complaint was confirmed. The sample was received in used conditions without its original package. The returned sample was visually inspected at 12 to 16 inches and normal conditions of illumination. Inflation line damage was found, and a bitten mark was found where the tube is cut, the complaint was confirmed. The root cause analysis leads to user error as this lot number went through and passes all required inspections. No action taken required since the failure mode reported is not attributable to the manufacturing process.

Event description:
Additional information was received: the event occurred during use of the product. The tube was replaced to resolve the reported issue. There was no infusion device used during the event.